Manufacturer narrative:
H6 - device codes: updated. Device evaluated by MFR: the device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that failure to expand occurred requiring an additional stent. The patient was under local anesthesia. The more than 85% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery. A 10.0-24 carotid wallstent self-expanding was placed along the guidewire of the filterwire. When reached the lesion site, it was noted that the proximal end could not self-expand and deploy. Repeated attempts were made, consequently the stent displaced and could not be deployed accurately at the lesion site. The stent was not removed from the patient and another stent was placed at the lesion site. The procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that partial deployment occurred requiring additional stent. The patient was under local anesthesia. The more than 85% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery. A 10.0-24 carotid wallstent self-expanding was placed along the guidewire of the filterwire. When reached the lesion site, it was noted that the proximal end could not self-expand and deploy. Repeated attempts were made, consequently the stent displaced and could not be deployed accurately at the lesion site. The stent was not removed from the patient and another stent was placed at the lesion site. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that partial deployment occurred requiring additional stent. The patient was under local anesthesia. The more than 85% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery. A 10.0-24 carotid wallstent self-expanding was placed along the guidewire of the filterwire. When reached the lesion site, it was noted that the proximal end could not self-expand and deploy. Repeated attempts were made, consequently the stent displaced and could not be deployed accurately at the lesion site. The stent was not removed from the patient and another stent was placed at the lesion site. The procedure was completed. There were no patient complications as a result of this event.